Event description:
Reported by the complainant as follows: 900 cc of bleeding occurred from pt anal verge during use. Because position of bleeding overlaps the position where fms tube touched, complaint doubts causal relationship between bleeding and fms use. The event is deemed serious as it was life threatening (900 cc blood loss) and required medical and surgical intervention to prevent death and/or permanent impairment. From a preliminary clinical perspective, a causal relationship between the rectal catheter device and this event is deemed possible because there is a temporal association between it and the area of injury and bleeding.

Manufacturer narrative:
Reported to the FDA on october 11, 2011. FDA registration number reporting site (specification developer): b(4).